Manufacturer narrative:
(B)(4).

Event description:
It was reported, there was a shocking or jolting sensation when the pt turned her head to the right. The pt's tremor increased on the right hand when the shocking appeared. The impedances were measured and the results were normal. Additional information has been requested, a f/u report will be sent if additional information becomes available.